Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer (fse) found no power on the main pyxis station. The fse rebooted the battery backup power, and the device came back online, but several drawer failures were observed. The fse opened the top cover and identified a liquid spill that may have caused the top three legacy half-height drawers to not be detected due to no power. Once power was restored, all three half-height drawers initially did not show up. The fse continued troubleshooting, and later all three half-height drawers appeared. Users were able to recover all failed pockets on all three half-height drawers, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black and the station would not power on. The user stated that toggling the power switch located at the rear of the unit did not resolve the issue, and the screen remained blank despite multiple attempts to power cycle the device. Additionally, remote smart service (rss) was reported as offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.